Event description:
A biomedical engineer reported an "irrigation problem" during a cataract with intraocular lens implant procedure. The patient experienced a corneal burn. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).